Event description:
It was reported to philips that the device test failed. There was no report of patient involvement.

Manufacturer narrative:
It was reported the device test fails. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor and therapy pca, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.